Event description:
Approximately 55 minutes into the apheresis procedure, the donor experienced hives. This donor is a repeat apheresis donor, however, it was the donor's first apheresis donation at this collection facility. Center personnel halted the procedure and the donor was not reinfused. No medical treatment was administered to the donor. The donor was observed, and remained at the collection facility until the hive subsided. The donor did not experience any respiratory distress. Donor indicated they had no known allergies. Collection facility followed-up with the donor the next day, and the donor was doing fine.